Event description:
It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.